Manufacturer narrative:
The stent was unable to be implanted in the proper location, but remains in the patient's eye therefore the surgery date was indicated as the implant date. The device remains in the patient's eye and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Iris damage and stent malposition are identified in the device labeling as known inherent risks of glaucoma stent surgery. MFR reference # (B)(4). Submitted to FDA: 05/31/2017.

Event description:
The surgeon reported that they were unable to implant two separate istents due to surgical technique and experience with the device. During the first attempt, the stent was released from the inserter prior to implantation. The stent was re-grasped and successfully removed from the patient¿s eye. A backup istent was opened and the surgeon was unable to implant the second stent properly. During attempt to re-grasp the stent, the surgeon inadvertently damaged the iris with the inserter. There was some intraoperative bleeding and compromised visibility so the surgeon decided to abort the procedure and left the second stent in the patient¿s eye. The patient is currently being monitored by the surgeon. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Clinical follow-up was requested and on 06/22/2017, the surgeon reported the following event details. The surgeon has been unable to visualize the stent that was left in the eye. Postoperative bleeding was characterized as transient, self-resolving. The iris damage was characterized as trivial/inconsequential. Both the malpositioned stent and iris damage did not have any adverse impact to the patient. The patient¿s visual acuity is stable and has improved to 0.6 from the preoperative measure of 0.4. The intraocular pressure is stable around 20 mm hg with full medication, which is unchanged from the patient¿s preoperative status. The event did not require medical or surgical intervention. The bleeding that occurred during the surgery was absorbed. The patient has recovered well and the event is resolved.